Manufacturer narrative:
(The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown due to insufficient battery power. Subsequently, when the pump was turned back on the pump became frozen while the customer was attempting to reload the cartridge, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared, and the customer was able to successfully load the cartridge onto the pump. Customer had elevated blood glucose levels (581 mg/dl). Reportedly, the customer went to the emergency room to obtain manual injections. Customer stated they did not receive any treatment, tests, and was not examined by a health care professional at the emergency room. Customer only went to the emergency room to obtained manual injections. Customer delivered a manual injection to stabilize blood glucose levels.